Event description:
Information indicated the left intermediate side rail will not latch.

Manufacturer narrative:
The hill-rom tech found that the locking mechanism was broken. He replaced the locking mechanism to resolve the issue.